Manufacturer narrative:
Samples received: 36 unopened racepacks and 1 opened. Analysis and results: there are no previous complaints of this code-batch. We manufactured and distributed in the market 1,404 units of this code-batch. There are no units in our stock. We have received 36 closed samples and one open and used sample that shows splitting in a part of the thread. We have tested the knot pull tensile strength of the closed samples received and the results fulfil the requirements of the european pharmacopoeia (ep): the 1.23 kgf in average and 1.12 kgf in minimum (ep requirements: 0.51 kgf in average and 0.15 kgf in minimum) additionally, we have tested the needle attachment of the closed samples received and the results fulfil the requirements of the european pharmacopoeia (ep): the 0.95 kgf in average and 0.79 kgf in minimum (ep requirements: 0.46 kgf in average and 0.23 kgf in minimum) no splitting has been found on the closed samples received. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b.braun surgical requirements. Remarks: when working with optilene® suture material, great care should be taken to avoid any crushing or crimping damage of the monofilament by instruments such as forceps or needle holders. Final conclusion: although the results of the closed samples received fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
Country of complaint: (B)(6). Thread is splitting.